Event description:
This IV catheter was inserted in surgery. Several days later, 1/27/92, it was removed by phyisian order. When the nurse removed the IV from the arm, only the metal hub was noted. The teflon catheter was dislodged but palpated in the patient's arm. The patient's physician was immediately notified and the catheter was removed by cutdown.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.